Manufacturer narrative:
At this time no product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the precision strips were reviewed. The dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. Since the manufacturing year of the reported meter is 2010, it has been determined that the meter exceeded its useful life. It has been determined to have met specifications when the product was released and through its lifespan. Therefore, no further investigation activities are required. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Section pma510k# was incorrectly documented in the initial MDR 30 day report. Section has been updated.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 80 mg/dl, 140 mg/dl, 145 mg/dl, 43 mg/dl, 40 mg/dl, 40 mg/dl and 58 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported meter is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 80 mg/dl, 140 mg/dl, 145 mg/dl, 43 mg/dl, 40 mg/dl, 40 mg/dl and 58 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.